Event description:
It was reported that contamination was noted. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. When the device packaging was opened, contamination was noted. There were no patient complications.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.